Event description:
Reportedly, ventricular pacing threshold increase.

Event description:
Reportedly, ventricular pacing threshold increase.

Manufacturer narrative:
Additional information: production record review shows that the lead related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. The review of patient records did not confirm the reported increased threshold. A follow-up will be carried out and the new patient files will be provided. Once reviewed, a new follow-up MDR will be performed.

Event description:
Reportedly, ventricular pacing threshold increase.

Manufacturer narrative:
Production record review shows that the lead related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. The review of patient records did not confirm the reported increased threshold. The available patient files show that the ventricular threshold is stable: values between 1v and 1.75v. Based on the available data and the investigation results no issue suspected with the lead. This case is retained and utilized for trending purposes.